Event description:
Hypodermic needle-pro by smith's medical. Administered b12 (cyanocobalamin) im and noticed leak where needle attaches. Able to hold needle and tighten and administer remainder of b12 without issue. FDA safety report ID # (B)(4).